Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 484 mg/dl and it was addressed with a bolus via the pump as well as manual injections. Reportedly, the customer was using u-500 insulin. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. The customer indicated that they would continue to work with their healthcare provider for possible setting adjustments.